Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown. It was reported develop a rash. Verbatim: external email - use caution opening attachments and links. I am an ob/gyn md and had surgery myself on 12/8. On 12/10 I began to develop a rash, clearly demarcated to the area of application of the chloroprep skin prep. I have since had an escalation of this skin eruption to a significant and severe delayed hypersensitivity reaction. I am currently on multiple medications including steroids antihistamine and montelukast to attempt to decrease the intense puritis and pain this is causing. In an attempt to identify the ingredient responsible for this reaction, as I am routinely in contact with this and other antimicrobial agents, I have attempted to obtain an ingredient list from your website; I have been unable to do so. My hope is that this condition will improve but in order to avoid re exposure to the causative agent in the future, this product information is needed. Additionally, I am interested in the frequency with which this complication is reported.